Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin(lh) blood collection tubes the cap has come off and is unable to be put back into the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received (B)(4) samples for investigation. The (B)(4)samples along with retention samples were visually inspected with no issues identified. A draw test was performed at the manufacturing site on the (B)(4) sample tubes. One of the (B)(4) tubes was below specification limits, this indicated that the hemogard closure assembly had been removed previously. The stopper was examined with no issues being identified; no issues were observed with the stopper function. Retention samples were functionally tested for stopper function; all tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, stopper pop-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.